Event description:
It was reported a patient underwent a coronary artery bypass procedure on (B)(6) 2024 and suture was used. The problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information could be provided. The lot is unavailable. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002, device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Please provide lot number, unk. Updated as per product lot received for analysis. H3 evaluation: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging were received for analysis. This product code is double armed. During the visual inspection of the detached needle, the swage area and hole were noted with marks probably caused by a surgical instrument and not remnant of the suture was not noted. Upon visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected; in addition, needle marks on the edge of the swage area and body needle that appears to be caused by a surgical instrument could be observed. The other section of the suture was not returned for evaluation. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.